Manufacturer narrative:
It was reported that despite the pressure sensors being changed out, the device failed preventative maintenance and the device was unable to be calibrated for pressure. This reported event and subsequent repairs were investigated through the service repair process. The proximate causes of the customer report of failing preventive maintenance are as follows: the lower pressure transducers was confirmed to have caused the preventive maintenance failure as a results of an electrical failure. The issue was addressed by having the component re-connected. Service completed bezel post recall..

Event description:
It was reported that despite the pressure sensors being changed out, the device failed preventative maintenance and the device was unable to be calibrated for pressure.

Event description:
It was reported that despite the pressure sensors being changed out, the device failed preventative maintenance and the device was unable to be calibrated for pressure.

Manufacturer narrative:
Correction: h.4

Manufacturer narrative:
It was reported that despite the pressure sensors being changed out, the device failed preventative maintenance and the device was unable to be calibrated for pressure. This reported event and subsequent repairs were investigated through the service repair process. The proximate causes of the customer report of failing preventive maintenance are as follows: 1. The lower pressure transducers was confirmed to have caused the preventive maintenance failure as a results of an electrical failure. The issue was addressed by having the component re-connected. 2. Service completed bezel post recall.

Event description:
It was reported that despite the pressure sensors being changed out, the device failed preventative maintenance and the device was unable to be calibrated for pressure.

Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer report of failing preventive maintenance was confirmed during servicing activities. There was no reported patient injury. This device is used for therapeutic purposes.